Event description:
Customer states that the insulin pump received several off no power alarms even after changing the battery. Customer's blood glucose level was 92 mg/dl. Product will be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with constant error alarm and off no power alarm after battery change. Problem isolated to the mother board. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.